Event description:
It was reported that the user installed a brand-new cartridge that was only partially filled with insulin and was unable to complete priming or see drops, discontinued use for the day, then replaced all supplies and successfully resumed insulin delivery, indicating an issue related to an improper or incorrect procedure involving the cartridge component. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage-related issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.